Event description:
Berlin heart was informed, that on (B)(6) 2022 the patient's mother and bedside nurse reported that patient had increased fussiness. At 1700 that same day, patient was noted to have no movement in right side extremities. Patient was awake and crying. Pupils remained equal and reactive. CT head performed on (B)(6) 2022, (B)(6) 2022 & (B)(6) 2022. Aspirin 81mg bid, dipyridamole 28mg q6h and bivalarudin @ 1.2mg/kg/hr were held. Of note, fibrin was noted in cannula extension. No deposits reported in blood pump housing. Blood pump, including extension set, was changed on (B)(6) 2022. Ptt 88. Platelet count 492. Fibrinogen 377. Neurology and neuroradiology were consulted and recommended thrombectomy. Thrombectomy performed on (B)(6) 2022. Bivalarudin drip was restarted @ 0.5mg/kg/hr on (B)(6) 2022.

Manufacturer narrative:
The lvad pump on the patient at the time of the event ((B)(4)), was in use for 6 days (from (B)(6) 2022 to (B)(6) 2022). The blood pump and the cannula extension set, where the fibrin was noted, were exchanged on (B)(6) 2022. We have reviewed the production records of the excor blood pump, s/n (B)(4), this pump was produced according to our specification.